Event description:
It was reported that a high pacing impedance was observed on the right ventricular (rv) lead. No other anomalies were reported. The patient was scheduled for a future appointment in clinic. The patient was being monitored remotely. There were no reported patient consequences.